Event description:
It was reported that the customer experienced low blood glucose levels, which required the customer's wife to call 911. The customer declined troubleshooting assistance for low blood glucose and advised that he had not gone to the hospital as a result of the event. The most recent blood glucose reading was 129 mg/dl. He stated that when he scrolled up to give a bolus amount, he was confused by the scroll rate and was educated on the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.